Manufacturer narrative:
The case logs have not been reviewed for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed and replaced.

Manufacturer narrative:
Investigation revealed that there was no system malfunction. Review of the case logs revealed the inaccuracy with excelsiusgps at l4-r was due to a registration shift present in the pre-operative merge. The pre-operative merge can be impacted by a number of factors including scan quality, fluoroscopic image quality and pre-existing hardware. If the merge contains a registration shift, it is recommended that the user selects a different registration type. If all registration types result in a merge shift, it is recommended that the user takes new fluoroscopic images to improve the merge. Ultimately, the use of excelsiusgps was aborted and the implant was removed and re-placed using traditional methods. However, the initial misplaced implant did not cause the critical injury. The injury occurred while the user was performing an intra-operative correction. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained. The cause of the reported issue can be traced to user technique. The following sections have been updated for this supplemental report: b4; g6; h1; h2; h3; h6; h10.

Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed and replaced.